Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller stated that the patient said that her device is not working. The caller did not know exactly what that meant, but stated that she has the impression that the patient was maybe not compliant and the ins was not being used. No further complications were reported. No patient symptoms were reported.